Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged six weeks post implant. During the lead revision, insulation damage was observed between the terminal pin and the proximal ring; the insulation was loose. This lead was explanted and a new lead was successfully implanted.